Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. Upon sensor pod removal an abscess had formed, pus came out of the insertion site, and the area was red, swollen and painful. The patient went to the emergency room (ER) on (B)(6) 2022 and was given a prescription for an oral antibiotic (penicillin). After the ER visit she continued to have symptoms and her physician recommended consulting with a surgeon. At the time of the report, although the appointment with the surgeon had not occurred, she began using an unspecified topical anti-inflammation cream. After (B)(6) 2022, the abscess had decreased and her condition improved. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).